Manufacturer narrative:
Device code: (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of three trapezoid rx baskets used in the same procedure. It was reported to boston scientific corporation that three trapezoid rx lithotripter baskets were to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During preparation, the basket wire was found broken. A second basket was opened and was also found broken. A third basket was opened and was found broken as well. The procedure was completed with a fourth trapezoid basket. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of basket wire break. Block h10: the returned trapezoid rx basket was analyzed, and a visual evaluation noted that the handle cannula was separated from the plastic handle. Screw dimple drag marks were noted on the handle cannula. A dimensional inspection of the proximal and distal screws revealed that the proximal screws length is outside the permitted tolerance. The basket wires were not returned. No other issues were noted. The reported event of basket wire break was not confirmed. Based on all available information, it was determined that the failure of handle cannula detached is attributable to the supplier as it was detected that the length of the proximal screw was below the tolerable minimum. As the screws are smaller, the fastening of the handle cannula was not achieved, therefore, the handle cannula was detached as evidenced by the screw dimple drag marks. The state in which the device was returned suggests excess force was applied. There is not enough information about how the separation of the cannula from the cables occurred since the device returned incomplete. It is not possible to carry out a more thorough investigation. Since the failure of handle cannula detached was attributable to the supplier, the most probable cause is manufacturing deficiency; an investigation to address this issue is in progress. However, the reported failure of basket wire break could not be confirmed during the analysis, therefore, the root cause for the reported failure is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
Note: this report pertains to one of three trapezoid rx baskets used in the same procedure. It was reported to boston scientific corporation that three trapezoid rx lithotripter baskets were to be used in the common bile duct on an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During preparation, the trapezoid basket was inspected and found the basket wire was broken. A second basket was opened and the basket wire was also found broken. A third basket was opened and the same issue was noted. The procedure was completed with the fourth trapezoid basket. There were no patient complications as a result of this event.